Event description:
The pt had a c-section in 2007 and received an on-q pump. Her on-q pump was discontinued post-operation day 3. She was diagnosed with a hematoma per MRI and developed an infection. She was then sent to the ICU, where she was treated with a course of IV antibiotics. She was found to be mrsa positive.

Manufacturer narrative:
The device involved in this incident is not available for evaluation. Our results and conclusion are based on the information that was given to I-flow by the initial reporter. The lot number of the pump was unk, and as a result, I-flow was unable to conduct a historical review to determine similar problems with a specific lot number. At this time this complaint is being closed with no further investigation. If additional information becomes available in the future we will reopen this complaint. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.